Event description:
It was observed that during the device evaluation, the airway mobilescope exhibited a sticky control unit and a sticky camera section. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to degradation, stress, leakage found on the device that caused sticky residue , cause traced to component failure. Olympus will continue to monitor field performance for this device.